Event description:
It was reported that the pocket adaptor pulled out of the deep brain stimulator header. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).